Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the patient's left eye in a secondary procedure as the patient was unable to tolerate halos and glare they experienced. The iol was used with a non-amo cartridge. The iol was replaced with a zcb00 lens of 23.5 diopter power (serial number (B)(4)). In addition, it was stated that there were no sutures used and no complications during the procedure. The patient's vision was stated to be better after the explant.

Manufacturer narrative:
(B)(4): explant of an intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination revealed that the lens was received cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens was cut in pieces and the optic was damaged. The lens was contaminated; dust particles were present. The condition observed in the lens received is consistent with a lens that has been explanted from the patient's eye. The information does not indicate any relationship with iol manufacturing. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.